Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. The device could not be powered on with ac or dc power. Stryker determined the root cause was a failed power supply. The power supply was replaced. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.